Manufacturer narrative:
(B)(4). Date sent 6/3/2026 d4 batch #877d27. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with three reloads present along with the device. The reloads (b, c &d) were received fully fired. In addition, a tyvek was received along with the sample. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 877d27, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure and firing of the pve35 stapler with a reload, the first firing sounded off. Second time they fired device, the reload released no staples and did not cut, pulled an additional reload with the same results. Tech is a very experienced tech who said it was a brand new load, confirmed it was a vasecr35 load, it was not a spent load, tissue was not too thick (splenic vein). Team could not hear if the battery was working, was able to open device up on the splenic vein. Pulled a new gun and reload to complete the case. No adverse patient outcomes, slight delay in grabbing new device.

Manufacturer narrative:
(B)(4). Date sent 5/26/2026 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.